Manufacturer narrative:
With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the site that the patient was hospitalized and on the evening of (B)(6) 2016 spiked a temperature to 38.1. There have been no recent temperatures prior to that. Patient admitted he felt somewhat chilled when he had the fever. Patient had positive blood culture from (B)(6) 2016 for morganella morganni with no obvious source. IV antibiotics started. It was stated that the patient was discharged home on (B)(6) 2016 and will receive IV antibiotics thru (B)(6) 2016, which was stated to have resolved the issue. It was stated that the patient on (B)(6) 2016 had a routine heart failure clinic visit, and had a temperature of 37.3 celsius and wbc 10.4 10e3/mcl (4.1- 10.6). No further mention of infection. No additional information available.